Event description:
Patient says they had a heart issues and a heart attack so they had a watchman implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).